Manufacturer narrative:
(B)(4). One used set was received for evaluation. In an attempt to replicate the reported event, the returned set was functionally tested for luer tapers, occlusion, and leakage per the product specification. No leakages were observed. Further more, the valve was removed and subjected to additional functional tests according to the component specification with acceptable results. No failures or other damages were observed on the valve. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: there was leakage on the tube and the blood would be leaked from the connection.